Event description:
Level one rapid infuser not heating. Staff were unable to replace the level 1 they were using due to multiple factors including the rapidity opf the pt's decline, pt's volume dependence and unavailability of another machine to be swapped quickly.